Event description:
A new catheter was opened and placed into a femoral sheath. The doctor was unable to advance the catheter, so it was immediately removed from the patient. The doctor reported that the steerable curve and the catheter had a warped shape and were unusable. A second catheter was opened and used for this procedure without complication.